Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle flash blood glucose meter. The customer obtained readings of 18.8 mmol/l and 4.9 mmol/l within a 10 minute timeframe. When plotting each of the readings against the average on a parkes error grid results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant.

Manufacturer narrative:
The customers meter has been returned and investigated. No strips available for investigation. Customer returned meter. Test strips were not returned. Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of imprecise sequential readings was not duplicated during testing.